Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported a patient had multiple revisions due to a connective tissue issue. Additional information was received from the manufacturer representative on 2018-may-10. The rep reported that they called in to ask if interstim ii could be implanted in the abdomen. The rep stated that they provided an example of why the implant would be implanted in the abdomen - a patient who has loose connective tissue. The rep had heard of a patient who has loose connective tissue. Additional information was received from the manufacturer representative (rep) on 2018-may-11. The rep reported they didn't have any information on a specific patient. It was an example given to them from years past as to why a patient may need an abdominal implant-from when interstim was more commonly implanted in the abdomen. There were no further complications reported/anticipated.